Event description:
The customer reported that an 840 ventilator had an erratic graphical user (gui) display. It is unknown if device was being used on a patient when event occurred. A follow up report will be submitted when evaluation of device has been completed.

Manufacturer narrative:
(B)(4).